Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of bolus anomaly. The bolus delivery stopped without history of bolus already passed. The customer's blood glucose reading was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Installed a water filled reservoir, primed pump, monitored for five days, and programmed with multiple boluses during monitoring period. Observed liquid exit the tubing during the bolus deliveries; all boluses delivered properly and were listed in the daily history screen. No bolus history or delivery anomalies noted during our testing. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.